Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the testing instrument on (B)(6) 2016. The expected positive test well which yielded an unexpectedly negative instrument output, was visually negative.

Event description:
On (B)(6) 2016, an immucor technical field representative visiting the customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2016.